Event description:
It was reported that the customer was hospitalized for high bgs. It was indicated that the high bgs possible was the pump issue. Troubleshooting was performed . The programming and histories were accurate. In addition a lead screw test and high-pressure test was completed and passed. Instruted customer to chang the site and use manual injection as per md protocol.